Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: vessel occlusion is considered permanent damage. Device issue: none. It was reported that the 3.0x19mm graftmaster was deployed and successfully sealed the perforation; however, it resulted in the occlusion of the diagonal branch. There was no reported treatment. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation: the device was not returned to abbott vascular instruments for investigation, therefore, it is impossible to make an informed judgment as to the root cause of the complaint. Based on the review of the device history records, it can be assumed that the device was in working order and left abbott vascular instruments as per specs. It is reported that the use of the stent graft caused add'l complications "closure of diagonal branch". However, this is not a prod malfunction. No further investigation will be carried out.